Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed high out-of-range right ventricular (rv) lead impedances. Attempts to recreate noise was unsuccessful. The patient is not pacemaker dependent. No surgical intervention will be performed and the patient will be monitored. No adverse patient effects were reported.